Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that a patient had a burn after an arthroscopy in which a capsure 30 icw wand was used. It is unknown if there was a backup device was available and how the issue was resolved. No delays or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: g4, h2, h3, h6. The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was an isolated issue. A review of the instructions for use found that failure to provide proper suction may result in patient thermal injury. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.